Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Investigation summary: it was reported there were two incidents where the needle was sticking through and out of the cap. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging blister top web and next to it a needle assembly that has the needle through the plastic shield. This defect could occur if the fixture holding the needle assembly was not properly aligned when the plastic shield was assembled inducing the needle coming through. The other possible root cause would be if the customer recapped the needle. A device history record review was completed for provided material number 305195, lot number 0115924. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the shielder was performed finding all setting and alignments of fixtures correct. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 needle 18x1 rb needle points were penetrating the shield. The following information was provided by the initial reporter: "it was reported two incidents where the needle was sticking through and out of the cap".